Event description:
I have silicone breast implants that were inserted in 1985. The brand name is replicon. The co is no longer in business. I did not register for the class action suit because I had no symptoms or problems at the time. I have been athletic and healthy all of my life. I believe that my implants were ruptured by mammogram and started noticing changes in 2000. In 2005 I was diagnosed with the autoimmune disorders, myasthenia gravis - generalized - and lupus. I am being treated with daily doses of mestinon and monthly ivig. I have letters from my physicians suggesting the removal of the implants but my insurance will not cover the surgery. I am willing to pay for the surgery but because of the risks of respiratory failure from the myasthenia gravis my physicians insist the surgery be done in a hosp setting. The hosp cost alone is $12,000. I would like to know what are my options for removal of the implants. I am also writing for the first time to be counted among those with incidence of autoimmune disorder and silicone implants for 20+ years.